Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege pain, discomfort, injuries and implant failure **update** 01/15/2014 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on 01/30/2014. **update 12/28/2016 sales rep has reported a revision due to pain and swelling. The cup was noted to be loose. Complaint was updated 01/23/2017. Update 04/11/2017 this case was previously dismissed, but has now been re-opened by the court. Motion to reopen case received. Update apr 18, 2017: litigation received. Litigation alleges injury to user, pain, elevated metal ions. Added stem and sleeve. The part/lot number was found on (B)(4) this complaint was updated on apr 26, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.